Event description:
It was reported the patient had a loss of therapeutic effect and an implantable neurostimulator (ins) overdischarge was suspected. The reporter stated they were in pain and had not felt stimulation since yesterday. It was noted the patient was not able to communicate with the ins using the patient programmer or recharger. It was further noted the patient was getting zero coupling boxes. It was noted the patient tried the antenna locate feature, but was unsuccessful. The reporter stated they were not adequately trained on using the recharger or programmer. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).